Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing popped off the reservoir of the drain and the drain had to be removed. Additionally, it was reported that the tubing of a second drain came apart. No medical intervention was reported.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone drain with attached drainage tubing and a 3-spring evacuator. The tubing was submerged in methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and suctioned solution without issue. When the tubing was pulled from the evacuator, they did not disconnect. The inner diameter 90 degree port was measured (0.2450") and found to be within specification (0.241" ± 0.005"). The outer diameter of the drainage tubing was measured (0.1288") and found to be within specification (0.126"±0.003"). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿vii. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing."

Event description:
It was reported that the tubing popped off the reservoir of the drain and the drain had to be removed. Additionally, it was reported that the tubing of a second drain came apart. No medical intervention was reported.